Manufacturer narrative:
The pump was received with missing segments due to a cracked lcd zebra connector. The pump passed the idle current, run current, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display screen only has a partial display. Customer's blood glucose was unknown at the time of incident. No further details given.